Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition without its original packaging, it was decontaminated and in a plastic bag. Visual inspection showed the blue clip was missing, it was discolored due to previous use, but no damage was found. Functional testing involved accuracy testing which the device passed. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that during testing,delivery accuracy was found to be off. It was reported that the pump was "infusing overfill." Per reporter the bag volume was 2100ml, the pump programmed to reservoir volume 2100ml and infusion volume 2000ml. Infuse over 12 hours taper up/down 1 hour (bag volume left was 16ml)